Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The esheath was discarded following the procedure and was not available for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Photographs of the device were provided for review. The photographs revealed a radial tear at the distal tip. The sheath was expanded completely, as evidenced by the state of the liner. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints for either reported issue. Complaint history review from (B)(6) 2018 to (B)(6) 2019 for the esheath (all models and sizes) revealed additional returned complaints for the first reported issue. Complaint history review from (B)(6) 2018 to (B)(6) 2019 for the esheath (all models and sizes) revealed additional returned complaints for the second reported issue. A review of the complaint history revealed that the complaint occurrence rates for the reported issues did not exceed the (B)(6) 2019 control limits for the appropriate trend categories. Per IFU and training manuals: when inserting, manipulating, or withdrawing a device through the expandable sheath, always maintain the expandable sheath¿s position. When puncturing, suturing, or incising the tissue near the expandable sheath, use caution to avoid damage to the expandable sheath. States to correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. During the manufacturing process, the esheath shaft components undergo multiple 100% visual and dimensional inspections. During the process, the esheath final assemblies undergo multiple 100% visual inspections by quality and manufacturing. Following sterilization, product verification (pv) testing is done on a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. In this case, the complaints were confirmed based on the device photographs provided for review. This failure mode and its root cause were previously identified in a product risk assessment (pra). In the pra, the root cause was attributed to a potential manufacturing defect, lack of scoring of the sheath distal tip. The investigation to determine the root cause of the issue is in progress. At this time, it is unknown if the sheath tearing observed on this complaint device was caused by a manufacturing defect. Based on the damage observed on the device photos, it is possible that the resistance experienced was due to the condition of the sheath as previously described (insufficient scoring of the distal tip). To compensate, a high insertion force was likely applied to overcome the potential device defect. Although an exact root cause could not be determined, it is possible that a manufacturing non-conformance (insufficient scoring of the distal tip) may have contributed to the complaint event. The product risk assessment captured this event and the risks associated with the failure mode remain the same as previously investigated. The CAPA previously investigated the issues of the failure mode that may result in patient injury. Awareness communication was performed at the manufacturing site. No additional corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure for the aortic position with a 23mm sapien 3 valve, the access vessel was pre-dilated with a 10fr. Dilator, a 12fr. Dilator, and a 14fr. Dilator. The insertion angle for the 14fr. Esheath was reported to be ¿sharp¿. No difficulties inserting the commander delivery system through the sheath were reported. During the advancement of the commander delivery system, difficulties were encountered when the delivery system was about to exit from the esheath. The delivery system was ¿pushed¿, and it was able to pass through the sheath. The sapien 3 valve was deployed without issue. After the esheath was removal, the sheath distal tip was found to be torn. No injuries to the patient peripheral arteries were reported. The access vessel minimum luminal diameter (mld) measured 5.9mm with no calcification or tortuosity reported. The esheath and delivery system were discarded following the procedure. The valve remains implanted in the patient.